Event description:
It was reported that the pt's ventricles were not reducing in size at the rate they should have, after the implantation of the valve.

Manufacturer narrative:
The valve was patent and passed siphon and leak testing. The valve performance met all established specs for pressure-flow and preimplantation testing. The valve failed reflux testing. Proteinaceous debris was found throughout the device, including the valve mechanism. Debris within the valve may interfere with the occluder, resulting in reflux. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.